Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2020 with blood glucose value of 43 mg/dl. Customer stated that when she gave herself insulin with the pump, she drooped low to 60 mg/dl and sometimes to a 40 mg/dl. The customer was treated with glucose intake. Customer currently using insulin pump system for low blood glucose event. Customer also stated that insulin pump received motor position encoder error alert. Customer alleges insulin pump was over delivering. The reservoir will not be returned for analysis. The insulin pump will return for the analysis.